Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Device was not returned for evaluation and could not be evaluated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the serial digital interface/digital visual interface (sdi/dvi) of the video system center had no image output. After power off and restart, it returned to normal. The issue occurred during preparation for use for a prostate resection procedure. There were no reports of patient harm.